Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported by a study that the patient expired on (B)(6) 2011, approximately 3 months after the most recent device implant. The patient apparently had expired in a facility other than their regular hospital and no information has been made available for review. No complaints, allegations, or previous contacts regarding the device have been made.